Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance that they received a chemo dispensing pin that did not have a sheath covering the spike. The pharmacist was injured when the spike punctured the packaging. The reporter was pricked by the spike as soon as it was picked up. The reporter bled 2-3 droplets of blood. The pharmacist is in good status. There was no need for medical intervention. This condition has never happed in the past. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.